Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during dwell 4 of 5. The home patient (hp) reported they were woken up from the hc alarming. The technical service representative (tsr) assisted the hp with ending therapy on the hc. The hp would do a manual drain then stop therapy for the night. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 the regarding reported problem. The pd rn stated from what they know from their clinic visit the patient is doing fine. The pd rn stated they just saw the patient recently but the patient never mentioned such an alarm. The pd rn stated they recently had their lab tests done, and the results were fine. The pd rn stated the patient's therapy has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.